Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 0.9 centimeters (cm) in size and located in the right lower lobe anterior segment, 3 cm away from the pleura. The procedure was completed as planned with no delays. Upon waking up from general anesthesia, the patient had chest pain and dyspnea. Fentanyl was given for the chest pain, and a chest x-ray was performed. A pneumothorax was identified, so a chest tube was placed to resolve it. The next day, the chest tube was removed, and the patient was discharged home. The physician reported that the pneumothorax was procedure-related, and no device malfunction was associated with the event. The pneumothorax would have likely occurred via another modality.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.